Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. (B)(4): derived based on info documented by a carefusion field service rep. Following his onsite eval and repair of the device. (B)(4). The following info concerning the eval of the device is a summary of the info documented by the carefusion field service rep and the carefusion service dept tech. The carefusion field service rep evaluated the device, verified the complaint and determined that the root cause of the reported event was a faulty gas delivery engine. The carefusion field service rep replaced the gas delivery engine and ran the device through a complete checkout to ensure that it meets all factory specifications. Upon completion, the device was returned to the customer's control ready to be placed back into service. The carefusion service dept tech evaluated the alleged faulty gas delivery engine, verified the complaint and determined that the root cause of the failure was a faulty power drive pcb. No component or system trend has been identified and this is considered to be an isolated incident.

Event description:
The following description of the event was documented by a carefusion field service rep following his onsite eval and repair of the device. "Problem found by [name removed] [carefusion sales rep.] During clinical training. Unit not on pt. Service call warranty per [name removed] and [name removed]. When switching from ac to dc, unit screen blanks and stops venting for approx 5 sec. When it starts up again, power leds are very dim. Also if any settings were changed from initial start, changes were discarded and defaults back to original settings. Replaced gde. Configured s/n and model. Ran est/ovp. Pf300 s/n (B)(4)."